Event description:
Needle was placed into fascia and broke off. Needle broke off where needle is threaded. Physician was able to locate missing piece of polysorb gs 21 suture size 1, lot a9mo357y. FDA safety report ID# (B)(4).